Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were issues with a pacemaker involving possible ongoing atrial arrhythmia and undersensing on the right atrial (ra) lead. The device appeared to be undersensing atrial signals, with potential intermittent undersensing noted on stored electrograms, leading to falsely classified termination of ongoing atrial arrhythmia and inappropriate mode switch. Atrial signal undersensing was observed on both presenting and stored electrograms, and false termination of atrial tachycardia/atrial fibrillation events was reported in the episode log.  The situation was reviewed and verified through data transmission, and questions were answered as part of the resolution process. The ra lead remain in use. No patient complications have been reported as a result of this event.